Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a saccular 5.4 cm abdominal aortic aneurysm. The aortic neck was conical in shape measuring 21 mm in diameter below the renal arteries and 27 mm distally, there was severe stenosis below the right renal artery. It was reported there was an unk endoleak that did not resolve with aggressive ballooning. The decision was made to implant a large palmaz stent and ballooned with a braun 25mm balloon. The endoleak improved, but did not totally resolve. The physician believes this may be a type 1 or type 4 endoleak. No add'l clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B) (4). Required intervention. Results: inherent risk of procedure (endoleak). Pt's condition affected effectiveness of device (conically shaped aortic neck). Conclusion: device failure/lack of effectiveness related to pt condition (conically shaped aortic neck).